Event description:
Device failed the leak test during an incoming evaluation of the device. The cse inspected the device and reapplied epoxy to the seat and molded check valves. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.